Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from a localized problem with aux2 hh cubie drawer 7.2. A field service engineer discovered that the solenoid was jammed and the drawer board was unresponsive. The engineer replaced the necessary components to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a hardware failure. The customer indicated that they attempted to reboot the device; however, following the reboot, the system went offline, resulting in a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.